Event description:
It has been reported to philips that this tempus pro, the female connection port for the ECG cables is broken and the connection port is loose allowing cables to move and not lock in place when connected.